Manufacturer narrative:
Supplemental submitted to report that the user facility completed the evaluation of the unit and the results were reported to the stryker sales representative. The unit was replaced for the customer.

Event description:
It was reported that the bed went into reverse trend when trying to level the bed. It was also reported that the footend hi-low motor had fallen out of the bed. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed went into reverse trend when trying to level the bed. It was also reported that the footend hi-low motor had fallen out of the bed. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.